Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump received with a missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched lcd window (minor), scratched case, cracked keypad overlay, missing o-ring (reservoir tube), stained keypad overlay, detached retainer, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, damaged display window cover and end cap address label missing. Cosmetic damage was confirmed at the back of pump. Missing retainer ring was confirmed. Reservoir unable to lock into place was confirmed due to missing retainer ring. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a crack at the back of the case. The customer reported no adverse event. The event involved in the product was mmt-1712k. Troubleshooting was partially performed for cosmetic damage and found that retainer ring not damaged. No harm requiring medical intervention was reported. Mmt-1712k was returned for analysis.